Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed inadequate low voltage output on their implantable cardioverter defibrillator (ICD). No programming changes were performed; the device will continue to be monitored. There were no patient consequences.